Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: ( 1 of 2) it was reported that sodium citrate tube is affecting patient result. Description of complaint received via voicemail: issue with sodium citrate tube, affecting patient result.

Event description:
Additional information received 02/28/2022: confirmed. No ER being reported, inquiry for processing samples with high hct only - the complaint is going to be canceled due to it bein an inquiry. It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: ( 1 of 2) it was reported that sodium citrate tube is affecting patient result. Description of complaint received via voicemail: issue with sodium citrate tube, affecting patient result.

Manufacturer narrative:
Additional information was received that changed the reportability of this complaint. This MDR should be considered cancelled as the customer confirmed no erroneous results occurred and merely inquired about the device. MFR report# 1917413-2022-00081 should be considered cancelled. B.5. Event description additional information received 02/28/2022: confirmed. No ER being reported, inquiry for processing samples with high hct only - the complaint is going to be canceled due to it bein an inquiry. It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: ( 1 of 2) it was reported that sodium citrate tube is affecting patient result. Description of complaint received via voicemail: issue with sodium citrate tube, affecting patient result.